Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was 600 mg/dl. The customer also stated that the insulin pump had blank screen. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege pump was under delivering. Advised to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reports insulin exited at the quick release. The device will not be returned for analysis.